Event description:
Customer reported that the up button on the insulin pump is not responding. Customer did not have a backup plan. Customer stated she is going to have her daughter help her. She didn't have her settings written down and would be contacting her doctor. Blood glucose value was 198 mg/dl; current value is 164 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to flattened button dome switch and with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.